Event description:
It was reported that the patient underwent a revision of right hip prosthesis due to dislocation and instability. During the procedure, extensive scar tissue was noted throughout the joint, tissue damaged to the posterior capsule and heterotopic bone to femur and acetabulum. The head and liner were exchanged without complications.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acet shell 56f, item #: 010000665, lot #: 7001751, g7 vit e neutral lnr 36mm f, item #: 30103606, lot #: 65165414, stem, item #: 51104160, lot #: 7011414. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: recurrent hip instability, renting (tearing) to posterior capsule due to dislocations, heterotopic bone posterior proximal femur excised, scar tissue excised from sciatic nerve to prevent sciatic nerve palsy and to identify nerve, scar tissue excised from posterior hip capsule, heterotopic bone in the anterior capsular scare tissue, excised, which contributed to instability, acetabular component well fixed and intact, rom: stable throughout, fwbat with protective device, xarelto x3 weeks for dvt prophylaxis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.